Event description:
An external fixation device was being applied and the 3mm diameter pre-drill half pin broke. A hole was drilled and then the physician placed the pin through the guide into the bone. On threading into the bone going through the opposite cortex, the square hub broke off.